Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent l1: shortening osteotomy procedure for the treatment of kyphosis. Post-op, on an unknown date, the screw backed out at upper level. Reportedly, revision surgery was scheduled to be performed on (B)(6) 2016.